Manufacturer narrative:
The bad was entered incorrectly from the previous report that was sent in. The bad has been added for a correction to the previous follow-up report. The bad was 04/01/2026. The manufacturer received information alleging the 120 vac power source peak power test step had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was being evaluated by a third-party service center when the issue occurred on the device. During the evaluation, there is no documentation stated on a root cause and/or any component replacement to resolve the 120 vac power source peak power test step failing on the trilogy 200 device. In conclusion, the third-party service technician reset the device to address the issue. The root cause isn't confirmed at this time. Additionally, during the service of the device, the handle o-ring, rubber feet, and power cord clamp were replaced due to missing on the device. These were unrelated to the reported issue. The handle assembly and universal porting block were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.

Event description:
The manufacturer received information alleging the 120 vac power source peak power test step had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was being evaluated by a third-party service center when the issue occurred on the device. During the evaluation, there is no documentation stated on a root cause and/or any component replacement to resolve the 120 vac power source peak power test step failing on the trilogy 200 device. In conclusion, the third-party service technician reset the device to address the issue. The root cause isn't confirmed at this time. Additionally, during the service of the device, the handle o-ring, rubber feet, and power cord clamp were replaced due to missing on the device. These were unrelated to the reported issue. The handle assembly and universal porting block were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.